Event description:
The customer reported that the steering handle was not functioning and was difficult to turn/maneuver. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call. The system was found to be working and put back into service.